Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he was experiencing skin irritation (an itchy, red ring) at his sensor insertion site. He reported that he has used the system for over a year and a half and has recently developed an allergy to some part of the sensor. Patient indicated that irritation was due neither to the adhesive nor the wire. Dexcom technical support representative advised patient to contact a healthcare professional. Patient saw dermatologist. Dermatologist informed patient that he may be allergic to the plastic portion of the sensor.